Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, g2, h6.

Event description:
Patient reported "possible rupture or possible capsular contracture baker grade unknown". Then healthcare professional reported "3-4 grade capsular contracture", "rupture", "malposition" and reported that the patient reported "breast pain". This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "right side possible rupture or possible capsular contracture baker grade unknown". This record is for the right side. Device remains implanted. Unknown if the devices will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: not observed through visual inspection. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "right side possible rupture or possible capsular contracture baker grade unknown". Then healthcare professional reported "3-4 grade capsular contracture", "rupture", "malposition" and reported that the patient reported "breast pain". This record is for the right side. Device was explanted and replaced. Device will be returned.